Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and performed a log analysis concerning a patient death. The logs extracted from the control unit for the period from 11:00 p.m. To 1:48 a.m. Showed that alarms were generated on the monitors and the control panel, and these alarms were acknowledged by the nursing staff within one minute. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not generate alarms and the patient passed away. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.